Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic arch vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The physician asked for another 12.0 x40, 75cm gladiator elite balloon catheter but the balloon ruptured after being inflated at 8 atmospheres. The device was removed and the procedure was completed with a 12x40mm non-bsc balloon. No patient complications were reported.

Manufacturer narrative:
Lot number: updated. Expiration date: updated. Unique identifier (UDI) #: updated. Device manufacture date: updated. Device evaluated by MFR.: gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the device still could not be inflated. A microscopic examination identified a balloon pinhole located in the centre of the balloon. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found to be kinked at more than one location. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic arch vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The physician asked for another 12.0 x40, 75cm gladiator elite balloon catheter but the balloon ruptured after being inflated at 8 atmopsheres. The device was removed and the procedure was completed with a 12x40mm non-bsc balloon. No patient complications were reported.